Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: 07-jul-2023. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation was performed on five returned cartridges. Cartridges 1-4 were received with viscoelastic on the interior and exterior of the cartridges and o issues were identified. Cartridge 5 presented with a lens stuck inside the cartridge. No issues could be identified with the cartridge. The lens was removed and presented damaged and with a detached haptic. The photograph provided by the customer displayed a lens stuck in a cartridge as well as several damaged lenses. The complaint issue of cartridge damaged was not confirmed during product evaluation. The complaint issue of lens damaged was identified during product evaluation; however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable. The cartridge is not an implantable device. Section d6b - explant date: not applicable. The cartridge is not an implantable device. Section e1 - last name: unknown, as information was requested but not provided section e1: email address: unknown/not provided, as information was asked but it was not provided. Section e1 - telephone number: (B)(6). Section h3 - other (81): the cartridge was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridges caused damage to several ar40e intraocular lenses (iol's) during the procedure on a single patient. This caused no lasting issues for the patient. Through follow-up we learned that for 2 lenses, parts were torn off after advancement trough the cartridge and they were removed and replaced. Two (2) further lenses were scratched or cracked by the cartridges, where the back haptic goes into the optic after pushing through the inserter. One of these lenses was removed while the second remains implanted without issues for the patient. No further information was provided. This report is for the lens with scratches/ cracks by the cartridge that was removed and replaced from the patient's eye. Separate reports will be submitted for the other devices involved.